Event description:
It was reported that during a laparoscopic procedure, the blade fell off into the patient. The blade was retrieved using a marilyn disector instrument. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.